Event description:
Boston scientific received information that this implantable pacemaker and right ventricular (rv) lead exhibited loss of capture and a high out of range pacing lead impedance measurement of greater than 2,000 ohms. Subsequent information was received indicating that the patient's heart rate was around 40 beats per minute (bpm) during an in-clinic check and on the 30s when the patient was brought in for a surgical intervention; the patient did had a near-syncope episodes. The cause of observations was not clearly identified. The lead was surgically abandoned and replaced while the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Subsequent information was received stating a lead fracture was revealed via fluoroscopy. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
(B)(4). The product is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.